Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions), h11 , d10. Corrected field : e1 ( initial reporter, event site name). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that on site inspection showed the unit was functioning normally, confirmed that the fiber optic module was functioning normally. Device passed the performance and safety checks according to factory specifications.

Manufacturer narrative:
Due to character limitation in e1, full event site address is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that cardiosave intra-aortic balloon pump (iabp) did not display pressure signal, during use of the fiber optic balloon on the patient. There was no injury reported.